Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04880, related manufacturer reference number: 1627487-2020-04881. It was reported that the patient experienced pain at the ipg site. In turn, surgical intervention took place on (B)(6) 2020 to relocate the ipg. However, during the surgery the physician noted suppurative inflammation around the ipg site. Additionally, suppurative inflammation was also noted at the lead and anchor were sites. As such, the entire system was explanted to address the issue. The suppurative inflammation was treated with IV antibiotics and the patient was hospitalized for several days. Reportedly, the inflammation has since resolved.